Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's had issues with his sensor. According to the sensor, the customer was going from an extreme low to a high blood glucose level in a short period of time. The customer had issues with the extreme and false low blood glucose levels. The insulin pump went into threshold suspend. The customer's blood glucose level was over 250 mg/dl but his sensor glucose level was 14 mg/dl. The product was not returned. Nothing further to report.